Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after several ureterocutaneostomy procedures, patients' prostheses became displaced. It was unknown whether or not the prostheses were too soft to remain in place. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation and specifications of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.